Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use for patient with myocardial infarction. During the procedure, physician dilated the mid left anterior descending artery with a 3.00mm nc balloon and used the wolverine balloon to inflate. Consecutively, the wolverine got ruptured at nominal pressure. The device was immediately removed and proceeded to deploy the stent. The procedure was completed using an alternative method. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use for patient with myocardial infarction. During the procedure, physician dilated the mid left anterior descending artery with a 3.00mm nc balloon and used the wolverine balloon to inflate. Consecutively, the wolverine got ruptured at nominal pressure. The device was immediately removed and proceeded to deploy the stent. The procedure was completed using an alternative method. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection on hypotube shaft profile has no issues were noted with the hypotube shaft and outer and inner lumen and tactile examination of the entire extrusion identified a kink just proximal to the port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit, and the balloon was inflated successfully and without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU).